Event description:
On (B)(6) 2009, I had 2 implants put in for sui, cystocele and lax perineum. The MFR is bard and the products are the align (lot number hutc2268) and the avaulta solo (lot number hutb2006). On (B)(6) 2009, I had a revision of anterior avaulta solo mesh and excision of anterior avaulta solo mesh with modified anterior repair. On (B)(6) 2010, I had a second revision surgery. The procedure is described as laparoscopic assisted vaginal hysterectomy, left salpingectomy, lysis of adhesions, excision of mesh transvaginal tape, cystourethroscopy, posterior repair and perineoplasty. Also on (B)(6) 2010, I had another implant for recurrence of condition. This implant MFR is johnson & johnson and the product is gynecare tvt secur, lot number 3427813).